Manufacturer narrative:
Model <(>&<)> serial number correction. Originally reported under the rv lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the lead causing the unwanted stimulation was the patients left ventricular (lv) lead, not the rv l ead. The lead was reprogrammed and remains in use. It was noted the patient is currently enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.